Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) and consumer reported that the system was removed on (B)(6) 2016 because it was implanted 5 to 6 years ago and the leads migrated to the stomach. The leads were poking through the stomach lining, which caused the patient to have the device and leads removed. There was migration or dislodgement and the hcp just wanted to return the explant. It was unknown if the patient recovered completely. When the patient was fully healed they would have a new system implanted. No medical symptoms were reported. The indication for use for this patient was gastric stimulation.

Event description:
Additional information received from the health care provider (hcp) reported that the diagnostic performed related to the lead migration was an esophagogastroduodenoscopy (egd). The cause of the lead migration was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.